Event description:
It was reported that the patient with this implantable device stated their remote communicator displayed a red call doctor icon. The patient was advised to perform a patient-initiated interrogation (pii) and call technical services (ts) back once the patient is near their communicator. The patient was also advised to call their doctor as soon as possible. No adverse patient effects were reported. This device remains in service.